Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half-height drawer 1.1 had a damaged lid, and pocket b3 had failed and required maintenance. A field service engineer assisted the customer to pop the pocket out then replaced a new pocket to resolve the issue. The system functioned as intended after fse assisted the customer to resolve the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie failure. The customer reported that the cubie lid failed to close. The malfunction occurred while the user was trying to issue the medication to the patient. There were no adverse events or injuries reported as a result of this incident.